Manufacturer narrative:
The unit was received for evaluation and the reported issue could not be confirmed at this time; the unit was tested based on an accuracy test using 125ml and the delivered rate was as expected. Water was used for this test. As maintenance, the unit¿s software was updated. The battery was replaced as it was out of date. The gaskets and tie were replaced due to opening the unit during the evaluation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. No further actions are needed at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation.  If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the kangaroo joey pump was over delivering by about 20% during testing.